Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
A consumer reported that the patient was previously receiving baclofen with concentration 500.0 mcg/ml via their implanted pump at a dose rate of 73.94 mcg/day, therapy date not reported. The pump currently administered baclofen (500 mcg/ml) at a dose rate of "74.85 mcg/day / 76.85 mcg/day". The indication for use regarding the pump was intractable spasticity and cerebral palsy. On either (B)(6) 2015 a physician's assistant, who performed pump refills, stuck the patient 4 times when attempting to find the port. The patient had asked the hcp to increase her meds and the assistant explained that she was new to it and had to have a medtronic representative present. The hcp was noted as being on the phone talking with technical services regarding increasing the pump medication and it made the patient nervous during a refill. The hcp was described as being unable to program it correctly. During the appointment, when the hcp tried to increase the meds, they "touched the wrong button the assistant said the pump battery was "dead" and when they called technical services they found out that was an error on their part. The battery was determined as not being de ad. The patient did not like being stuck so many times in addition to the newness of the assistant. The patient was scheduled for an upcoming pump refill on (B)(6) 2016 and wanted to see what her options were because the assistant in her current hcp's office that was performing pump refills was so new. The patient had moved a year ago / (B)(6) 2014 and was looking for an hcp. Physician listings were provided as requested. Additional information requested included clarification of baclofen intrathecal, other medications the patient was receiving at the time of the event, troubleshooting performed, and cause of the event.